Event description:
A report was received that the patient was experiencing lead site discomfort. The patient underwent an explant procedure of the whole system.

Event description:
A report was received that the patient was experiencing lead site discomfort. The patient underwent an explant procedure of the whole system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Manufacturer narrative:
Visual inspection revealed lead was cleanly cut approximately 8 cm from the proximal end. The distal end portion of the lead was not returned. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.